Event description:
False positive results for ckmb and troponin I on triage cardiac panel vs. Eci. Triage meter // eci. Pt4 ckmb 4.9 tni 0.19 // ckmb 0.16 tni 0.002 (fp tni).

Manufacturer narrative:
No pt sample returned, customer data could not be verified. Tested calibrator z and calibrator h as negative and positive controls on w45322. Product support observations for tni and ckmb recovery follow: all data points with calibrator z (neg control) were below the mfg cut off of ckmb and tni recovery. All data points with calibrator h (pos control) were within the mfg 2sd range for tni and ckmb recovery. Percentage recovery for tni and ckmb with calibrator h were with in mfg final release specs. No product deficiency established. No corrective action required at this time.